Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure, which took place in 2009. According to the complainant, the patient presented with a bleeding gi ulcer. When attempting to deploy the clip there was a lot of resistance and the clip would not open. The patient was sent to surgery to stop the existing bleed (non-related to the clip); the bleed was not severe. No patient complications were reported as a result of this event. Further patient information was not available.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.